Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an error message of an unsupported device message on the pump. The customer experienced no communication between the pump and the mobile app. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and found that the device was not compatible and the device could not be used with the phone and pairing failed was displayed. However, it has been informed the customer's mobile device was part of the supported device. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy a71 (android 11) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. An additional attempt to reproduce the reported event was performed with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s10+ (android 12) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation of the application logs we found that the main reason for the failed pairing is failed sake handshake between the app and the pump. The root cause is that the phone did not pass play integrity attestation. Issue status: confirmed. To assist with the resolution of the issue, we have provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try next with the customer: 1. Check and install all available os updates. 2. Reboot the phone (and check again for os updates, sometimes it goes incrementally). 3 once done with os updates - check and install google play services app updates for the device. Google play services app updates you can check using play store app (find the app in play store and check does it have ""update"" option). 4. Re-install the mm app. 5. Try to pair. If the issue persists: 1. Check phone for integrity level using 3d party apps like this: https://play.google.com/store/search?q=integrity+checker&c=apps note: mm app is allowed to run only on devices with strong integrity level. Helpline confirmed that the customer had confirmed that phone ""meets basic integrity"" and doesn't ""meet strong integrity"". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.